Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter x 60 mm length saccular thoracic aortic aneurysm. The neck diameter was 28 mm. The distal aortic arch had some curvature. The right iliac artery was 8 mm diameter, non-calcified, and slightly curved. It was reported that the implantation of talent thoracic stent graft was successful; however, during the removal of the delivery catheter from the patient, the physician noticed trauma to the intima of the right external iliac artery. The physician elected to repair the iliac vessel with a synthetic graft without issues, and blood flow to the leg was confirmed. The physician commented that the event was not related to the talent delivery system but may have been related to damage or folding of the outer sheath when deploying the stent graft at the curved distal aortic arch. No additional clinical sequelae were reported, and the patient is stable. The talent delivery system in this event was discarded. Approximately 1 year later the patient experienced a type iii endoleak between the (B)(4). At the 30-day follow up visit, the maximum diameter of the aneurysm was 62 mm and the type iii endoleak persisted. One year later, it was noted that the patient has not been treated for the type 3 endoleak.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
It was noted that there was a type iii endoleak. The aneurysm was 62 mm in diameter. Per physician the event is related to the product and the procedure. At the one year follow up the aneurysm was 72 mm in diameter and there was a type I endoleak noted. Per physician the event is related to the product and it is unknown if it is related to the procedure. The patient was being monitored because it was expected to thrombos. Eight months later a total debranch and tevar was performed with other manufacturer¿s device, and it resolved. The cause of this event would be related to insufficient touch-up. At the two year follow up the aneurysm was 75 mm in diameter and a type ii endoleak was noted. Per physician the event is not related to the product or the procedure. At the three year follow up the aneurysm was 82 mm in diameter. Coiling was done and the endoleak almost resolved. Also, immediately after, it was found that the patient had a mild cerebral infarction. The next day, the patient started rehabilitation. It was confirmed that patient condition improved to carry out activities of daily living without trouble. This event occurred when coiling was done. Therefore, it seemed to be related to the procedure which might move thrombus to brain. Therefore, there is no causality with previously impl anted relevant device. Per physician the event is not related to the product; however, it is related to the procedure. A recent CT check found a type ii endoleak with a max diameter of aneurysm was 84mm. The patient is being monitored.

Manufacturer narrative:
(B)(4). Results, conclusions: insufficient touch-up. Type ii endoleak.